Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead connector portion was returned in one piece and was measured to be 8.0 cm. Visual inspection of the lead found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.